Event description:
Patient underwent laparoscopic cholecystectomy. Disposable megadyne hook cautery plastic sheath broke off in patient; pieces retrieved. A second hook cautery from the same lot was open and the same thing occurred.